Event description:
Hill-rom received a report from the account stating the side communications cable was bad. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The tech found the communication cable was bad. A search of the hill-rom maintenance records show hill-rom performed preventative maintenance on this bed in 2008 to 2014. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the foot brake casters to resolve the issue. Based on this info, no further action is required.